Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was displayed as "high", although a specific value was not provided. Customer addressed their high blood glucose level with a manual injection.